Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set would not flow. The customer stated that the set was set up with an unknown infusion pump and connected to the patient, but solution would not flow through the set. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection did not identify any nonconformances. The sample was spiked into an in-house solution bag and reprimed. An in-house secondary set was spiked into each of the y-sites of the returned sample. The sample primed and flowed normally. The reported condition of no flow was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.